Event description:
Caller reported that pump malfunction occurred after it was briefly dropped into a hot tub. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support sent a replacement pump and instructed caller on returning the malfunctioning pump using a return box and pre-paid label. Caller switched to multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.